Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify off no power or low battery alarms due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming battery error as well as low battery. Customer stated that on four separate occasions while changing the batteries, the device would count up to six and then display a reboot message on the screen. During troubleshooting, customer stated that the basal amount had not been programmed into the device prior to alarming. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 147 mg/dl at time of reporting. Nothing further reported.